Event description:
It was reported that while using bd facslyric¿ that there was carryover. The following information was provided by the initial reporter. It was reported by the customer carryover. It's been 30 days since their monthly clean so I told them to do that first. I also emailed customer some additional t/s procedures. Customer will let me know the results. Awaiting customer action.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ that there was carryover. The following information was provided by the initial reporter it was reported by the customer carryover. It's been 30 days since their monthly clean so I told them to do that first. I also emailed customer some additional t/s procedures. Customer will let me know the results. Awaiting customer action.

Manufacturer narrative:
H6 investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a worn v8 tubing. The field service representative (fsr) examined the tubing running through valve v8. The fsr confirmed that the v8 tubing was crimped shut. To resolve the issue, the fsr massaged and moved the tubing. This resolved the carryover. After the repair, the instrument was tested and was confirmed to be performing as per the specifications. No parts were requested for evaluation as there was no parts replaced. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level.